Event description:
Upon removing the brand new, unused tubing, from the package, rn spiked the IV fluid and noted fluid leaking onto the ground. Upon further inspection of tubing, noted tubing was broken. Tubing was not sealed/connected below pump safety clamp section.